Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed: only the terminal end segment of lead was returned. Testing was completed to assess returned lead electrical performance and insulation integrity. The returned lead terminal-end segment resistance measured normal indicating conductors were intact and no electrical shorts between conductors were observed. Setscrew marks were noted and in the correct positions; two insulation cuts also observed, most likely induced during explant. No other anomalies were observed. The device damage and therapy effectiveness allegations were unable to be confirmed based on normal resistance measurements and lack of abnormalities on the returned lead segment during returned product analysis. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any manufacturing abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this device system passed away. During the post mortem interrogation, two separate fault codes were exhibited. Both codes were related to an open circuit condition. Upon further investigation it was found the patients last clinic visit yielded no outstanding changes in the device and measurements were within normal limits. The device and a lead segment have been recovered for returned product analysis. The family has requested a response to why this device system failed to deliver therapy.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further update.

Event description:
It was reported that the patient with this device system passed away. During the post mortem interrogation, two separate fault codes were exhibited. Both codes were related to an open circuit condition. Upon further investigation it was found the patients last clinic visit yielded no outstanding changes in the device and measurements were within normal limits. The device and a lead segment have been recovered for returned product analysis. The family has requested a response to why this device system failed to deliver therapy.